Event description:
It was reported that both of the displays on this ics intermittently go blank. There have been no pt injuries reported associated with this issue. The hospital biomedical technician reportedly has swapped out the displays but the problem was not resolved. A drager service technician was dispatched to download the logs. The machine has reportedly remained in use. Draeger reference number: (B)(4).

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Manufacturer narrative:
The infinity central station (ics) logs were sent to engineering support for analysis along with the original complaint notification. The user also provided a network wireshark capture. The ics was used with m300 monitors logs so far show a watchdog failure of the audio process on (B)(6) 2015 at 18:43:39. The reported event was not a restart of the ics, but a reboot of the running application. This needs about 30 sec and thereafter monitoring continues as before. For the 30 sec of reboot monitoring is continued via the m300. Due to loss of connection to the ics the individual monitors raise the sound volume. Patient alarms will be given by the m300 during this time. Additionally, m300 will alarm for "not being monitored. For further analysis the required information was not available. If the needed hospital network analysis should be made available under this reference number, drager will reopen investigation.